Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a patient was referred from the emergency room to the surgical center for removal of a foreign body at 1100 am on (B)(6) 2017. Upon arriving at the surgical center the patient was found to be in cardiopulmonary arrest (cpa) and was immediately referred to the operating room where cardiopulmonary resuscitation was started. It was then observed that the pumps that were delivering noradrenaline at 30 ml/h and vasopressin at 3 ml/h, alarmed and were found to have stopped. It was further reported that the patient was intubated and receiving sedation and maintenance serum. The customer reported the patient expired on (B)(6) 2017, however, the cause of death was not provided. No additional information was provided on that day. Additional information from the customer regarding the event was later received: when the device stopped infusing, the therapy was not resumed on a replacement device. The hospital did not perform any tests on the devices. The hospital segregated 4 pumps that were in the place. The hospital did not inform if the device emitted an audible alarm or at what stage of programming the device stopped or what was infusing. The causality for the event was unknown. The hospital stated the facility is not at liberty to report patient information, medication, type of access, who made the determination of cause of death or what was infusing. The hospital does not know the patient's status before, during and after the event other than the patient expired. The hospital reported the cause of death was cardiopulmonary arrest and that no incident report was filed against the device.

Manufacturer narrative:
The device was received and testing was completed at the service center. As part of testing and investigation the history event and alarm logs were downloaded for interpretation. There were no software errors or malfunctions reported. A visual inspection was performed and the device was found in good condition. In order to replicate the events reported by the customer and to evaluate the pump performance, several protocols were performed with different scenarios, including one in piggy back mode and another one in concurrent mode. In these scenarios, the performance of the device was as expected, no delivery issues were observed, the pump delivered what was programmed to deliver, and the delivery values were found in an acceptable range. Additionally, a 16 hour stress test was performed in concurrent mode; the device was programmed in both channels (a and b) with a rate of 30 ml/hr, volume to be infused (vtbi) of 480 ml. As a result, the volume obtained was 972 ml, expected volume 960 ml +/-5%. No delivery issues were observed during the test. All pvt tests were completed without presenting any alarms and the device passed testing within specifications. The event reported by the customer was not duplicated neither during pci activities nor review of history alarm/event logs. No delivery issues were observed when performing delivery tests with different scenarios; the pump performed as expected. Two alarms were found in the same approximate timeframe period from the history alarm log; one instance of n232 (prox air on a) and one instance on n251 (valve/cass test fail), which were not duplicated during the testing period. The device passed all performance verification tests (pvt) within specifications. Those alarms n232 and n251 are not part of pump malfunction and are expected under different situations. The complaint cannot be confirmed and the probable cause cannot be determined.

Event description:
The customer contact reported a patient was referred from the emergency room to the surgical center for removal of a foreign body at 1100 am on (B)(6), 2017. Upon arriving at the surgical center the patient was found to be in cardiopulmonary arrest (cpa) and was immediately referred to the operating room where cardiopulmonary resuscitation was started. It was then observed that the pumps that were delivering noradrenaline at 30 ml/h and vasopressin at 3 ml/h, alarmed and were found to have stopped. It was further reported that the patient was intubated and receiving sedation and maintenance serum. The customer reported the patient expired on (B)(6) 2017, however, the cause of death was not provided. No additional information was provided on that day. Additional information from the customer regarding the event was later received: when the device stopped infusing, the therapy was not resumed on a replacement device. The hospital did not perform any tests on the devices. The hospital segregated 4 pumps that were in the place. The hospital did not inform if the device emitted an audible alarm or at what stage of programming the device stopped or what was infusing. The causality for the event was unknown. The hospital stated the facility is not at liberty to report patient information, medication, type of access, who made the determination of cause of death or what was infusing. The hospital does not know the patient's status before, during and after the event other than the patient expired. The hospital reported the cause of death was cardiopulmonary arrest and that no incident report was filed against the device.